Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that some time post a catheter placement, the catheter was found to be broken. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was found to terminate near the 7 cm depth marker. No tensile weakness was observed in the returned catheter. A microscopic observation revealed the distal end of the returned catheter was mostly flat with a smooth and slightly granular surface texture. However, one section of this surface was observed to be somewhat rough with small, circumferential splits in the catheter material. While the exact cause of the break in the catheter is unknown, possible causes include tensile failure due to over-stretching of the catheter and/or sharp instrument damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that some time post a catheter placement, the catheter was found to be broken. There was no reported patient injury. No other information was provided.